Event description:
It was reported that 5 days following a coronary drug eluting stenting treatment procedure, the pt developed a thrombus in the circumflex. In 2004, the physician had implanted a taxus express2 drug eluting 2.5 x 20mm drug eluting stent in the 80% calcified lesion in the circumflex. The lesion had not been predilated. A "tear" was noted distal and proximal to the taxus stent. A second taxus express2 (2.5 x 8mm) drug eluting stent and a third taxus express2 (2.5 x 12mm) drug eluting stent were deployed to repair the possible dissections. The stents were postdilated. The vessel was small and the physician believes that there was more plaque than was apparent angiographically and that the first stent deployed may have been oversized. The pt was given iib/iiia inhibitors during the procedure. The pt returned 5 days later with chest pain and was found to have in-stent thromboses. Ivus confirmed that the stents were well expanded and well apposed. The physician was unable to pass a wire or balloon through the thrombus. The pt was hemodynamically stable with a non-q wave infarction and no further intervention was performed. The physician is of the opinion that there was not a problem with the stents. He indicated that the pt was "at risk" for thrombus. The pt had discontinued their aspirin regime. There were no other reported injuries or complications. Same case as MFR's # 6000093-2004-00176 and 6000093-2004-00177.